Event description:
The customer reported that the shaver handpiece stalls during use. There is no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation results: the shaver handpiece was returned for investigation and the customer's reported problem, that the handpiece stalls was confirmed. Further investigation found that the device activates on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reports of injury associated with this failure mode.